Event description:
It was reported that during a da vinci-assisted surgical procedure two monopolar curved scissors (mcs) instrument issues in the case, one mcs had a broken cable on the instrument and the second one had an engagement error on the grips. Site is using a diff instrument with no issues.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Based on additional information obtained from failure analysis investigations, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Therefore, section h9 was updated to link isifa2024-09-c. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-21684. Primary product details under section d were updated based on the information populated from MFR report number 2955842-2025-21684.

Event description:
Refer to h11 for follow-up information.